Event description:
The customer reported obtaining low patient results for multiple chemistries on their dxc 700 au clinical chemistry analyzer. The affected chemistries were not specified. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and replaced the sample syringe to resolve the issue. The analyzer returned to normal operation. Beckman coulter internal identifier is case- (B)(4).